Event description:
Same case as MFR report #: 2134265-2009-01591. Same patient as MFR report #: 2134265-2008-01444. It was reported that 294 days following a coronary artery drug eluting stenting treatment procedure, the pt developed in-stent restenosis. The target lesion was 75% stenosed mid lad (left anterior descending) measuring 3.50x22mm. The lesion was predilated, a 3.5x24mm taxus express2 drug eluting stent was placed, and post dilation was performed. Following postdilatation, kissing balloon dilation was performed on the mid lad using the delivery balloon and another unk balloon resulting in dissection at the distal end of the 3.5x24mm taxus express2 drug eluting stent. For bail out, a 3.0x12mm taxus express2 drug eluting stent was placed. Ivus (intravascular ultrasound) revealed the stents were well apposed. The investigator reported the dissection was not related to the taxus stent. The pt returned 294 days post procedure with 75% in-stent restenosis of the proximal lad. The pt was hospitalized and a percutaneous coronary intervention was performed using a taxus stent resulting in 0% residual stenosis. The pt was discharged two days post reintervention.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch wil be filed.